Event description:
It was reported that a female patient whom underwent a breast augmentation primary with an unknown mentor saline breast implant experienced bilateral deflation postoperative. The issue was diagnosed through physical examination. As a result, patient underwent removal on (B)(6) 2023. This report relates to the right side. Note: two unknown deflated devices were received by mentor and mentor is reporting both.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation . Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on may 27, 2024: the product was returned to mentor for evaluation. Mentor then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample, determined that the saline implant had a tear on the posterior view extending to the patch, measuring approximately 5.5 cm. In addition, the patch was received incomplete. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear and patch. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Follow up: (1) mistakenly reported the date of device evaluation incorrect. The correct date is june 6, 2024. The awareness date is june 6, 2024, and the report submission due date is july 6, 2024. Manufacturer¿s reference number: (B)(4).